Event description:
It was reported that the left ventricular (lv) lead had an apparent fracture, an impedance spike then returned to baseline and spiked again. There was no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.